Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004358, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 10-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6004358". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR)review: the lot 6004358 was manufactured according to the work instruction (wi) version 77 and manufactured in the multivac 12 on 15-nov-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production unrelated to complaint code, no thresholds identified for the lot in question and serious injury/death, to the ic critical quality list, and this complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city -(B)(6) patient country - united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004358, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 10-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6004358". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6004358 was manufactured according to the work instruction (wi) version 77 and manufactured in the multivac 12 on 15-nov-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during during production unrelated to complaint code, no thresholds identified for the lot in question and serious injury/death, to the ic critical quality list, and this complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced an event in which infusion set packaging was not sealed properly misshaped or sterile packaging not intact on (B)(6) 2025. No further information available.